Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programme. Patient product ID: 37754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the recharger ((B)(4)) found that the cable assembly was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins recharger (insr) was unable to power up even when plugged in. A bad desktop charger (dtc) connector pin was reported. A replacement dtc was sent. The consumer also reported poor communication on the patient programmer (pp). They stated they had an unrelated surgery so they had not been using the ins. They were unable to connect with the pp and could not charge because the insr would not power up. They last charged over a month ago and became aware they could not charge about two weeks ago. They stated they had a hard time healing from the unrelated surgery and therefore did not charge. They had a return of back pain around (B)(6) 2018. The patient was redirected to a healthcare professional (hcp) to address possible over-discharge. Additional information was received from the patient. They received the replacement dtc but the insr was not holding a charge. They stated they would see the insr battery fluctuate between full to ¼ charging. They also noticed it was taking longer to charge the ins. A replacement insr was sent. They again reported poor communication on the pp. They were getting the reposition antenna screen on the insr when trying to start a charging session. A replacement pp was sent to address the poor communication. The patient was again redirected to a hcp. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they were not sure why the ins was taking longer to charge, it just was not working. They stated they had all of their external equipment replaced but were still having issues and the ins was not holding a charge/working. The patient provided their weight at the time of the event. No further patient complications were reported as a result of this event.